Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. A visual inspection was performed and found that there was no damage seen on the sensor wire or applicator. The customer's complaint of a broken sensor wire was not confirmed. A probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a broken sensor wire occurred. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2019. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.